Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03964. The pt has 2 scs systems. It was reported the pt was experiencing an increase in recharge burden with one of her scs ipgs. Subsequently, the pt was scheduled for an scs ipg replacement. F/u identified the pt's scs ipg was replaced. It was undetermined which scs ipg was replaced so both are being reported.